Event description:
It was reported that a male patient had a hemorrhoidectomy procedure in (B)(6) 2008. Patient complained of a recurring bladder infection one year after the procedure. Patient was seen by a urologist who found the distal portion of a catheter approximately 2-1/2" in length in his bladder. Procedure was done in (B)(6) 2010 to remove the distal portion of the catheter. Patient is stable and is doing fine.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter and photos of the actual device, provided by the facility. The sample was retained at the facility, but photos were provided. The visual inspection of the photos determined it was most likely a 2.5" silversoaker catheter, but the part, model or lot numbers could not be determined. The information provided by the facility indicated that the surgeon had found the catheter segment in the bladder, although the patient had undergone a hemorrhoidectomy in (B)(6) 2008. The physician could not make any determination as to how the catheter could migrate to the bladder. Without additional information on the catheter and/or the incident, no further investigation is possible. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.